Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a fault 16 (timeout moving to take-up position) message, then displayed "stopping" and shut down, was confirmed during functional testing and the archive data review. The root cause of the reported complaint was a narrow brake gap. The archive data indicated the occurrence of multiple fault 16 events on the reported event date, which resulted in the platform stopping compressions and shutting down, confirming the complaint. The autopulse platform failed functional testing due to user advisory 23 (compression will exceed 3 revolutions) displayed upon powering on. The customer did not report the observed user advisory. The brake gap inspection revealed a narrow brake gap, which is the root cause of the reported complaint and the observed user advisory. The brake gap was adjusted within the specification to address the reported complaint and the observed user advisory. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that when compression is attempted, the autopulse platform (sn (B)(6) displays "stopping" and shuts down. The issue was observed during the device check. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.